Manufacturer narrative:
H.10: the most likely root cause of the reported event was a faulty tubing connector.

Event description:
See initial report

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. All tubings for cardioplegia and patient circuit were replaced. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t device leaked 500 ml of water when user pulled the tubing of cardioplegia circuit and it became disconnected while device was running and water was flowing through the pipes. There was no patient involvement.